Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump could not be reliably charged due to repeated charger failures, consistent with a charging problem associated with the battery charger; a replacement charger was arranged and the user was advised on a temporary flat wireless charger as an interim measure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem identified, aligning with a charging problem localized to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.